Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the 2.5x18mm and the 2.75x15mm xience devices failed to cross the lesion and upon retraction the stents dislodged inside the guiding catheter and were removed from the pt's body without further incident. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being filed under the same MFR #.